Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleging black foam particulate present in humidifier chamber and seals. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/18/2022 and section h11 should be reported as: the customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleging black foam particulate present in humidifier chamber and seals. There was no report of harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. Box d: product brand name, model number (rfb), catalog item identifier (rfb), product UDI (rfb) was corrected. Box e: init. Report sent to FDA was corrected. Section h6 updated in this report, remedial action init (rfb), recall (z) number (rfb)was updated.